Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1225 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redn1225) have been reported from the same facility in (B)(6).

Event description:
It was reported that after inserted in this patient smoothly, this catheter was connected with 7812400 connector. When confirming if the connection was firm, the catheter ruptured just with a gentle pull. Removed the catheter and re-punctured. Used another catheter from the same batch, cut off the distal end by 5 cm, and the catheter ruptured again with just a gentle pull. Used a third catheter from an other batch and placed in the patient after it was tested un-ruptured. This report addresses the first catheter.